Event description:
It was reported that the touchscreen of a device was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from customer technical support, and the serial number and event date were assumed based on a previous case.